Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh(device #2) may have caused or contributed to the reported event.. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol composix e/x(device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2008 and an unspecified bard/davol flat mesh(device #2) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x(device #1) and flat mesh(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."